Manufacturer narrative:
H6: investigation summary bd received an unsealed insyte autoguard blood control pro unit from lot 2305382 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible defects or deformities. Next, the engineer performed a leakage test on the device but no leakage was discovered. Finally, the device was inspected under a microscope and the engineer found damage to the bottom of the adapter. Therefore, based off the visual/microscopic inspection and testing the engineer was unable to verify the reported defect of leakage but did identify damage to the adapter. This damage could result in a possible leak depending on what was connected to the unit but could not be replicated. The observed damage was determined to be a manufacturing defect that occurred during the assembly process.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga experienced leakage at the connection site. The following information was provided by the initial reporter, translated from japanese to english: this report is about leakage of blood from the connection site. After vascular puncture, backflow of blood was confirmed. The catheter was inserted and the needle was retracted. The syringe was then connected to the hub and flushed. The blood leaked from the connection site.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 13jun2023. H6: investigation summary: bd received an unsealed insyte autoguard blood control pro unit from lot 2305382 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible defects or deformities. Next, the engineer performed a leakage test on the device but no leakage was discovered. Finally, the device was inspected under a microscope and the engineer found damage to the bottom of the adapter. Therefore, based off the visual/microscopic inspection and testing the engineer was unable to verify the reported defect of leakage but did identify damage to the adapter. This damage could result in a possible leak depending on what was connected to the unit but could not be replicated. The observed damage was determined to be a manufacturing defect that occurred during the assembly process. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about leakage of blood from the connection site. After vascular puncture, backflow of blood was confirmed. The catheter was inserted and the needle was retracted. The syringe was then connected to the hub and flushed. The blood leaked from the connection site.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga experienced leakage at the connection site. The following information was provided by the initial reporter, translated from japanese to english: this report is about leakage of blood from the connection site. After vascular puncture, backflow of blood was confirmed. The catheter was inserted and the needle was retracted. The syringe was then connected to the hub and flushed. The blood leaked from the connection site.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.